Manufacturer narrative:
The customer¿s report of an over infusion was not confirmed or replicated. A review of the event logs identified that the last programmed infusion on the suspect device was initiated on (B)(6) 2017 at 3:49 am; however, the date of the reported incident was not provided and could not be confirmed. A primary infusion of med ivf maint was programmed at 25 ml/hr; a secondary infusion of potassium chloride 20 meq/50 ml was programmed for a duration of 1 hour 30 minutes (33 ml/hr). The secondary rate was later changed to 25 ml/hr and the infusion completed at 5:56 am. At 6:29 am the device was channeled off. Inspection of the pump module showed no issues, and rate accuracy testing results were within specification. The disposable sets involved in the incident were not returned for analysis. The root cause of the reported over infusion was not determined.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported an over infusion occurred during a patient infusion. No patient harm was reported.